Event description:
Boston scientific received information that, during the replacement procedure of the associated pg, this right ventricular (rv) lead displayed a high out of range (oor) pacing impedance measurement of greater than 2,000 ohms. After pocket closure, an interrogation was performed. A little noise was observed on the baseline of the rv channel on the electrogram (egm). A "run all test" was performed, and revealed an oor pacing impedance measurement. Then when a threshold test was performed, noise on the rv channel disappeared from the egm, and the impedance measurements were stable. The high impedance and noise could not be reproduced. It was confirmed that this rv lead was inserted into the header of the associated device correctly. The physician wants to know why there was only one oor impedance measurement. Technical services (ts) contacted for troubleshooting. Ts suspected the oor pacing impedance measurement was due to air bubbles escaping through the seal plug. Ts discussed, however, without an egm, root cause could not be determined. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.